Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A service history review revealed no previous service events were related to the reported condition. Evaluation summary: baxter service center received the device and performed visual inspection and functional testing. The customer reported problem of no audible device beeps was not confirmed or duplicated during evaluation. The root cause was not determined. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.

Event description:
The facility reported a micromix compounder which gives no audible beep when stabilized. Reportedly, the device stops flashing between ml/g and settles on grams with no double audible beep tones heard. This condition occurred during set-up in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.